Event description:
Additional information was received indicating that the loss of contact was due to a suspected hematoma. No intervention has been performed at this time. The patient is stable and will continue to be monitored.

Event description:
During an in clinic follow up, it was noted there were episodes of noise and undersensing on the device. A loss of contact was suspected. No intervention has been performed at this time. The patient is stable and will continue to be monitored.